Event description:
It was reported that the implantable neurostimulator (ins) might have been flipped. The flip was not confirmed at that time or there was a problem with the implantable neurostimulator recharger (insr). The patient was unable to get any coupling bars with the insr. This issue had been occurring since the battery was replaced. It was noted that the replacement was due to normal battery depletion. They performed an antenna locate (al) and was able to get a range of 46-50. They were able to connect with the patient programmer (pp) and the clinician programmer (cp). When connecting with the cp, the discharged battery message was displayed. Three days later, the patient was sent for an x-ray. At that time the patient was unable to get any bars and the ins was discharged. It was later reported that the x-ray verified that the ins was flipped. On (B)(6), the doctor flipped it into the correct position. The patient had not been able to recharge or use her stimulator due to discharge. They had an appointment to troubleshoot and educate the patient. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still not able to get any darkened bars when recharging. The patient remained in overdischarge mode. They thought the recharger needed to be replaced to help with coupling boxes connection. There was very poor connection. It was noted that the device was charging well in (B)(6) 2015 and she had stimulation for 3 weeks. Then on a holiday weekend in may she could not charge the implant and a manufacturing representative (rep) checked the device and determined the implantable neurostimulator (ins) was flipped. The ins was repositioned on (B)(6). As of (B)(6) 2015, the patient was only able to get 2 bars. The patient had a follow-up appointment on (B)(6) 2015 with the healthcare provider (hcp) to determine the next course of action.

Event description:
Additional information received reported that the patient was getting 2 to 3 black bars and was recharging her unit.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # n086152, implanted: (B)(6) 2007, product type lead; product ID 3708120; serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).